Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received from a review of a journal article titled, "long-term follow-up of the copeland mark iii shoulder resurfacing hemi-arthroplasty". In this study there were 95 copeland hemi-arthroplasty operations performed in 85 patients over a ten-year period (1994-2003). This article reported 36 patient deaths that were unrelated to the implant or procedure. The article also reported 3 revision procedures due to periprosthetic fractures, 1 fixation procedure due to periprosthetic fracture, 1 case of instability, 2 cases of rotator cuff disease and 1 case of avascular necrosis. In conclusion, the present study provides long-term follow-up of the mark iii copeland resurfacing hemi-arthroplasty, showing good results in an elderly population, with few complications and a low revision rate.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information: the product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under warnings: "intraoperative or postoperative bone fracture and/or postoperative pain." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation

Event description:
This report addresses the one (1) patient that required open reduction and internal fixation of a humeral fracture event. There has been no further information provided and the patient outcome is unknown.